Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd micro fine plus¿ pen injector needle, the needle detached and ¿wasn¿t found. There is a possibility of the broken needle remained in the patient¿s body. The patient¿s condition is fine and under follow-up¿.

Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample and three photos were returned from lot. No. 7207617, cat. No. 320129. Visual examination was carried out on the returned sample and photos and it was observed that the patient end of the cannula was broken. No issues were observed with the shield and no indentation marks were observed on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no manufacturing related issues were observed with the returned sample therefore no root cause can be identified.